Event description:
During verification testing at the mfg facility, the device alarmed for e105 (audible alarm test-buzzer on/off) w/o sounding an audible alarm tone.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. Event problem codes: the event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).